Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, animas received notification of a call service alarm issue. There was reportedly a cgm 216 failure issue. However, the reporter insisted that it was not a cgm issue but that there was an issue with the pump. It was noted that the transmitter was replaced without resolve. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box revealed data from 02/03/2015 to 03/03/2015. The data from the date of the complaint was overwritten due to continued use of the pump. Current black box history showed no unusual cs alarms occurring. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported cs alarm issue was unable to be duplicated. The returned battery and cartridge caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.